Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump was damaged and had alarm a21 and a17. The customer's blood glucose level was unknown at time of incident. Customer states they are receiving an a21 and a17 alarm. Troubleshooting was not completed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test and unexpected restart alarm test. No unexpected restart and external ram crc error alarm anomalies noted.